Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period may-19 to apr-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4). H3 other text : device not returned.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately seven days of intra-aortic balloon (iab) therapy the console generated an auto-fill failure alarm. The console was swapped out with another one, but the same issue occurred. There was no blood observed in the helium tubing and no visible kinks in the catheter. The customer attempted another iab fill and removed the dressing that was covering the insertion site to check for kinks. A chest film was recently done and the customer had to adjust the iab, which is when the console generated the alarm. Another staff member noticed that the helium tubing connection to the extender tubing was loose, so they tightened it and the console began to pump alarm free. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no patient harm or adverse event reported.